Event description:
The customer initially reported that the device sealed but did not cut at all. There was no bleeding, no tissue damage and no pt injury. The device was returned for evaluation and it was found that the knife blade was broken and was not returned with the device. Questions have been asked as to the possible location of the piece, but further information has not yet been received.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. Additional questions in regard to the incident have also been asked. When the device evaluation is complete or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.